Manufacturer narrative:
The device was in use for treatment. A review of the device history record identified these rejects during final packaging one (1) foreign material and one (1) ripped outer bag. A review of complaints against this lot number identified no additional reports. The investigation for this event is in process. A follow-up report will be sent upon completion of the investigation. Additional information has been requested.

Event description:
The customer reported valve damage during use of this device which caused the bleeding observed in the case.

Manufacturer narrative:
On september 22, 2016, the following new information was received from the customer: how much bleeding was observed? Noted to be significant but hard to quantify as under the drape. How did the physician proceed when the bleed was recognized? Hematocrit had fallen from 43 to 27, so blood products given (2 units). Was the device exchanged for another unit? Explanted in cath lab. Did the doctor experience any difficulty with insertion of the dilator? No issues noted. What type of procedure was being performed? Hrpci as turned down for CABG. Rotablator of the lad and stent x2. Age and sex of patient (B)(6) year old female. Date received by manufacturer: 09/22/2016. Type of report: follow-up # 1. Type of reportable event: serious injury. If follow-up, what type: correction. Device evaluated by manufacturer: yes. Device manufacture date: 04/22/2016. Labeled for single use: yes. Corrected data: upon evaluation of the returned product, it was found that the hemostasis valve was torn. It is believed this was caused by off center dilator/device insertion during use in the field. The potential effect to patient for the reported failure may be related to: bleeding, prolonged intervention. The potential cause(s) for the reported failure may be related to: improper overmolding, improper extrusion, damaged during packaging/transit. A review of risk for this failure mode identified the risk to be medium. Based on the investigation information, a CAPA is not required. Per qa inspection procedure, during in process inspection, the introducer sheaths are 100% leak tested. In addition, the cap and seal are 100% inspected and an occlusion test is performed. The instructions for use (IFU) informs the user: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheter, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. In addition, the directions for use state inform the user to aspirate all air from the sheath valve assembly by using a syringe connected to the sideport. Flush the sheath with 5 cc of saline immediately before peeling the sheath away in order to minimize back bleeding.

Event description:
On september 22, 2016 the following new information was received from the customer: how much bleeding was observed? Noted to be significant but hard to quantify as under the drape. How did the physician proceed when the bleed was recognized? Hematocrit had fallen from 43 to 27 so blood products given (2 units). Was the device exchanged for another unit? Explanted in cath lab. Did the doctor experience any difficulty with insertion of the dilator? No issues noted. What type of procedure was being performed? Hrpci as turned down for CABG. Rotablator of the lad and stent x2. Age and sex of patient (B)(6) year old female.